Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - during a f/u on the day of implantation, it was reported that no thresholds could be measured via the evia. No malfunction of the leads was detected during the revision. Therefore, the device was explanted. There were no adverse pt effects reported.